Event description:
Reporter reports 2 pt adverse events and 1 pt related malfunction associated with physician reported lower than expected results with the hemochron elite instrument / act+ assay. This report is for pt 1 of 3 where pt experienced an intracranial bleed. Prior to any hemochron product use, pt was admitted to hospital for suspicion of an intracranial bleed. Pt subsequently sent to interventional radiology department 3 times for an unspecified procedure to treat cerebral vasospasms. During procedures, pt required heparin and while monitoring heparin levels, physician believed act+ results were lower than expected which he indicated may have exacerbated the intracranial bleed. Pt either has been discharged or is about to be discharged from hospital to rehabilitation facility.

Manufacturer narrative:
Product samples have been returned and are pending evaluation / investigation. Additionally, itc clinical affairs contacted the poc coordinator who related the following: during the first week in early 2009, the physician noted his expectations regarding results in relation to heparin dose response were based on previous experience at another facility using a non-itc poc instrument which employs a different methodology of clot detection. The physician was not using the "normal" baseline established for the hemochron signature elite and act+ system by the medical center. The physician expectation for target ranges for interventional radiology procedures were not developed specifically for the hemochron signature elite and act+ system as per package insert directions, but instead carried over from another facility the used a different system and clot detection methodology. The coordinator educated the physician that each manufacturer of poc coagulation device has unique/proprietary methods for clot determination, and device- to-device performance and result expectations vary. MFR evaluation/ investigation currently in process.